Manufacturer narrative:
Internal complaint reference: case-(B)(4). The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. A functional evaluation found a handpiece sensor fault. The complaint was confirmed and the root cause has been associated with an electrical component failure.  A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Factors that could have contributed to the reported event include incomplete potting on the hall board which may result in component failure, or corrosive damage on the hall board which may contribute to a short circuit.

Event description:
It was reported that, during set up for a knee arthroscopy, the "mdu powermax elite shaver" showed a hand piece error on the screen and it was in a yellow box. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. Results of investigation have concluded that the mdu had a handpiece sensor fault which makes it a reportable event.